Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional was provided.